Manufacturer narrative:
Additional information.

Event description:
Additional information was received from the provider that the area presenting paradoxical hyperplasia (pah/ph) is the bilateral flanks.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the bra roll/ back fat, mid abdomen, flanks on (B)(6) 2022 and (B)(6) 2022 using the c150 applicator and presented with paradoxical hyperplasia (pah/ph) to the back fat/bra roll area.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the bra roll/ back fat, mid abdomen, flanks on (B)(6) 2022 using the c150 applicator and presented with paradoxical hyperplasia (pah/ph) to the bilateral flanks.

Manufacturer narrative:
Corrected data: d1. The correct date received by manufacturing date of the previously submitted medwatch report 3007215625-2023-00539 follow-up 1 is (B)(6) 2023.